Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the vicryl suture used on? ¿ how was the suture placed (interrupted or continuous)? ¿ what date did the patient present with symptoms? ¿ were there cultures taken of the wound? ¿ what was the result of the cultures? ¿ can you describe the appearance of the vicryl suture during the second procedure? ¿ what are the patient medical history including allergies? ¿ what medical treatment/ medication was used to treat the infection? ¿ what is the current condition of the patient?

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2017 and suture was used to close the fascia. Afterwards the patient presented with complications. In a CT scan it was discovered that the hip implant was ok but on the fascial suture line there were pockets of puss all along it. The patient was brought back into the operating room and the suture was removed and replaced with a different type of suture. The patient stayed in the hospital for 4 weeks. Additional information was requested.